Event description:
Issue reported: epidural was placed by anesthesiologist (B)(6) 2020 at 0604; he notes patient positioned sitting upright, local anesthesia lidocaine without epinephrine (1%), approach midline, needle (17 gauge, placed via loss of resistance technique (with air), catheter inserted into epidural space: 5cm; insertion level: l3/4. Patient vaginally delivered baby at 1329. At 1600, rn attempted to discontinue the epidural catheter with patient sitting on the side of the bed with feet dangling; she met resistance. Another rn came in and attempted to remove it but also met with resistance. Then the crna was called to the bedside, and she withdrew the catheter and it broke. Per the crna, the catheter snapped off with the tip still in the patient's back; she stated the catheter felt brittle like it was sitting in the sun too long. An anesthesiologist came to the bedside and notes: wire was still intact and protruding from insertion site. Patient was placed in right lateral position, skin prepped with chloraprep, draped sterile. Total 20 ml 2% lidocaine for skin and sub q local. 1.5 inch incision made with 10 blade. Blunt retraction with artery forceps using army-navy to retract. Distal catheter visualized at the end of the wire. Catheter removed without difficulty. Tip found to be intact with no discontinuity of broken ends. Single deep suture with 3.0 vicryl, subcutaneous, monocryl, liquid glue and steri-strips applied.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the catheter breaking could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: epidural was placed by anesthesiologist (B)(6) 2020 at 0604; he notes patient positioned sitting upright, local anesthesia lidocaine without epinephrine (1%), approach midline, needle (17 gauge, placed via loss of resistance technique (with air), catheter inserted into epidural space: 5cm; insertion level: l3/4. Patient vaginally delivered baby at 1329. At 1600, rn attempted to discontinue the epidural catheter with patient sitting on the side of the bed with feet dangling; she met resistance. Another rn came in and attempted to remove it but also met with resistance. Then the crna was called to the bedside, and she withdrew the catheter and it broke. Per the crna, the catheter snapped off with the tip still in the patient's back; she stated the catheter felt brittle like it was sitting in the sun too long. An anesthesiologist came to the bedside and notes: wire was still intact and protruding from insertion site. Patient was placed in right lateral position, skin prepped with chloraprep, draped sterile. Total 20 ml 2% lidocaine for skin and sub q local. 1.5 inch incision made with 10 blade. Blunt retraction with artery forceps using army-navy to retract. Distal catheter visualized at the end of the wire. Catheter removed without difficulty. Tip found to be intact with no discontinuity of broken ends. Single deep suture with 3.0 vicryl, subcutaneous, monocryl, liquid glue and steri-strips applied.